Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the electrosurgical generator had an error code of e433. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: e1 contact name (was inadvertently populated on the initial mw and should have been blank) correction to h6 "component code" of the initial report, "825-generator" is being corrected to "427-circuit board". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the cause of the error is joint failure of the high voltage power supply board and motherboard. In this case, a short circuit on the high voltage power supply board sometimes destroys the resistor on the motherboard. As a result, the device fuses may also be destroyed, so that the esg-400 can no longer be operated. The most probable cause of this issue is error/product design. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.